Event description:
It was reported that the pump battery was depleting too fast, leading to a pump shutdown. There was no reported impact to the customer¿s blood glucose level. Technical support made multiple follow up attempts regarding but no response from the customer was received.